Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant had placed an impella 5.5 for support along with va ECMO. The team had escalated from the impella cp to the 5.5. While on the first impella 5.5 support the pump had ps issues. The optical signal issue caused no harm or injury and the pump was explanted and replaced by a new, second impella 5.5 pump. The second pump was noted to be seen to have a left ventricle (lv) perforation. The 5.5 caused perforation was repaired.

Manufacturer narrative:
The investigation for the reported ventricular fibrillation has been completed. The impella pump was returned for investigation, and biomaterial was noted on the impeller and purge gap. Purging was started after 10 minutes of soaking in a bucket of water. High purge pressure was not reproduced on the returned pump. The pump ran as expected during testing in a bucket of water, and all the optical 5s parameters were within specified limits. No other physical abnormalities were observed. Data logs showed a gradual 10 minute rise in purge pressure while the pump was outside of the body after the initial placement of the pump. As per the clinical details, the doctor found a perforated left ventricle (lv) after live view returned on trans-esophageal echo. The lv perforation was repaired, and the impella started to have high purge pressure alarms. The pump was explanted due to purge related alarms. The cause of the ventricle perforation issue was most likely use related, based on given clinical information and returned product review. Added h.6 health effect - impact code: 4627.